Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer performed a system check and found that the cartridge was the cause of the occlusion. The customer changed the supplies to the pump. The customer delivered a bolus and the blood glucose (bg) went down to 48 mg/dl. The customer thought there may have been too much insulin delivered as the insulin on board (iob) numbers did not change which caused the bg level to go low. The customer drank juice/ milk and took gummy vitamins. The bg returned to target level. Tandem technical support reviewed the pump t:connect data and the iob function was found to be functioning as expected.